Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. Device not returned.

Event description:
It was reported by medwatch that three different PICC's were required to be attempted to be placed on a patient secondary to the lines leaking at the rubber stopper while being flushed. This report addresses the third device.